Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 4.0x2.75mm, concentric, de novo and 95% stenosed lesion being treated was located in the untortuous, mildly calcified, left anterior descending artery (lad). The physician predilated the lesion with a 2x20mm maverick balloon catheter before implanting a 2.75x32mm taxus liberte stent in the proximal lad. The physician then noted a second lesion in the distal lad and advanced a 2.75x12mm taxus liberte stent delivery system (sds) for treatment. However, the 2.75x12mm taxus liberte sds was unable to cross the proximal lad and was successfully removed. Upon removal it was noticed that the 2.75x12mm taxus liberte stent appeared to be pinched at the distal end. The procedure was completed by implanting a 2.75x16mm taxus liberte stent in the distal lad. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 4.0x2.75mm, concentric, de novo and 95% stenosed lesion being treated was located in the untortuous, mildly calcified, left anterior descending artery (lad). The physician predilated the lesion with a 2x20mm mavarick balloon catheter before implanting a 2.75x32mm taxus liberte stent in the proximal lad. The physician then noted a second lesion in the distal lad and advanced a 2.75x12mm taxus liberte stent delivery system (sds) for treatment. However, the 2.75x12mm taxus liberte sds was unable to cross the proximal lad and was successfully removed. Upon removal it was noticed that the 2.75x12mm taxus liberte stent appeared to be pinched at the distal end. The procedure was completed by implanting a 2.75x16mm taxus liberte stent in the distal lad. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The struts at the proximal edge were bunched and misaligned. A visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was also tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).